Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. A85500) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menorrhagia, multigravida, parity 3 (B)(6) 2001, (B)(6) 2006, (B)(6) 2013), miscarriage, c-section (emergency c-section with 3rd live birth) and gestational diabetes. Previously administered products included for an unreported indication: depo provera on (B)(6) 2013. Concomitant products included fluoxetine hydrochloride (prozac) and propranolol (propanolol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("miscarriage"). On (B)(6) 2019, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavier menses/ abnormal menses"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding/ heavier menses / abnormal menses / heavy bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("sever cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pain"), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vulvovaginal pain, headache, fatigue, weight increased, nausea and vomiting outcome was unknown and the migraine had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the patient also had another pregnancy episode in 2019 which captured under case (B)(4). Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: negative. Patient's approximate weight at the time of essure placement : 236 lbs. Lot number: a85500 manufacture date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. A85500) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menorrhagia, multigravida, parity 3 ((B)(6) 2001, (B)(6) 2006, (B)(6) 2013), miscarriage, c-section (emergency c-section with 3rd live birth) and gestational diabetes. Previously administered products included for an unreported indication: depo provera on (B)(6) 2013. Concomitant products included fluoxetine hydrochloride (prozac) and propranolol (propanolol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("miscarriage"). On (B)(6) 2019, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavier menses/ abnormal menses"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding/ heavier menses / abnormal menses / heavy bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("sever cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pain"), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vulvovaginal pain, headache, fatigue, weight increased, nausea and vomiting outcome was unknown and the migraine had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the patient also had another pregnancy episode in 2019 which captured under case (B)(4). Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: negative. Patient's approximate weight at the time of essure placement : (B)(6) lbs. Lot number: a85500, manufacture date: 2013-01, expiration date: 2016-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received: case become serious incident, essure removal done, essure removal date added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.